Event description:
It was reported that (B)(4) syringe 1ml ls 26x1/2in experienced foreign matter in the device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: black particle found inside the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-06-30. H6: investigation summary 599 samples with sealed packaging were received by our quality team for evaluation. The samples were subjected to visual inspection for foreign matter. 120 of the 599 samples were observed with jagged holes on the bottom web and black dust/sand particles inside the package. The particles which could be dust / sand particles were observed inside the syringe product and at the corner of the blister packaging. A device history record review found no non-conformances associated with this issue during production of this batch. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The non-conformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 1ml manufacturing line. We are unable to identify the root cause of the reported non-conformance. The distribution center has been notified of this complaint for their awareness. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 16,800 syringe 1ml ls 26x1/2in experienced foreign matter in the device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: black particle found inside the syringe.